Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic [integrated circuit] chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. It is advised that the user facility read/review the instructions for use (IFU) and handle the device in accordance with the IFU. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite colonovideoscope displayed an e315 unsupported scope error message. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was confirmed and an e315 error message was displayed due to corrosion on the endoscope connector. Also, evaluation found the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was cracked, the scope connector was dirty due to water leakage, the universal cord was sticky, the scope ID was not displayed, the paint on the suction and air/water cylinders was peeled, the suction cylinder was shaved, the control unit was discolored, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.